Event description:
A malfunction alarm was reported with the code malf 15. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump prior to contacting support, but technical support provided instructions for resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.